Event description:
A patient reported they were hospitalized with high blood sugar. The home nurse's one touch basic meter allegedly had no power. There was no result on their meter. The result on the other meter was 570 mg/dl. The lab result was 580 mg/dl. No comparisons made. Treatment at home and in the hospital was insulin. No further information has been reported.